Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Pump system check found the blockage to be within the infusion set tubing. Reportedly, customer was using apidra insulin which is not labeled for use with the pump. Customer's blood glucose was 262 mg/dl.